Manufacturer narrative:
(B)(4).

Event description:
Patient and patient's husband contacted dexcom on (B)(6) 2016, to report a patient hospitalization and medical intervention that occurred on (B)(6) 2016. Patient was admitted into the hospital for pelvic pain. Hospital visit was not dexcom or diabetes related. Patient had a CT scan. Patient removed dexcom equipment prior to CT scan. Patient was taking several medications at the time of the reported event. At the time of contact, patient reported current condition as "ok", but still in pain. No additional event or patient information is available.